Manufacturer narrative:
(B)(4). Sample will not be returned for eval. Add'l info: no sample was returned by the customer for an investigation. It was reported the catheter was inserted via the basilica vein on (B)(6)2009 and in less than 24 hrs, the pt developed phlebitis in the left arm. On (B)(6)2009, the catheter was withdrawn. The IFU for this product warns that the practitioner must be aware of complications associated with central vein catheters including thrombosis and that clinical conditions such as such as previous venous thrombosis may limit the use of PICC catheters. Practitioners are also cautioned to be aware of the risk of chemically induced thrombophlebitis. The pt's medical history or the medications administered through the catheter were not reported. Additionally, the size of the pt's vessel as compared to the catheter used may also effect the thrombosis development; the height and weight of the pt were not provided. A device history record review found no evidence to indicate a mfg related cause. As a result, the potential cause of this complaint could not be determined. This is one of 2 records reflecting multiple occurrences (B)(4). Add'l occurrences are documented as MDR #1036844-2009-00060. Until july 27, 2009, multiple occurrences were reported on a single MDR. They are now reported as individual events. All multiple occurrences from (B)(6) 2009 through (B)(6) 2009 are being remediated to include the correct number of complaints, mdrs, vigilance, and canadian reports.

Event description:
It was reported by the customer that the catheter was inserted via the basilic vein on (B)(6)2009. It was noted 48 hrs after the catheter insertion, the pt developed phlebitis in the left arm. On (B)(6)2009, the catheter was withdrawn and a anticoagulation therapy was administered. This event was confirmed by doppler.